Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via merlin@home, the transmission was showing non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were not made at this time and changes will be discussed with the physician. Performing an induction test was also discussed. No further information provided. The device remains implanted.